Manufacturer narrative:
The customer from the united states (us) reported observation of one (1) falsely elevated high-sensitivity troponin I (tnih) patient sample result was obtained on an atellica im 1300 analyzer. The falsely elevated result was reported to the physician. Two hours later, a new sample was drawn from the same patient, processed on the same instrument and a lower result was obtained. Hence the physician questioned the initial result. The initial sample was then reprocessed on the same instrument and an alternate instrument and lower results were obtained. The reprocessed result obtained from the same instrument was issued on the corrected report. Quality control (qc) recovered within customer lab ranges prior to running patient samples. The interpretation of results section of the atellica im high-sensitivity troponin I (tnih) instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer reported that one (1) falsely elevated high-sensitivity troponin I (tnih) patient sample result was obtained on an atellica im 1300 analyzer. The falsely elevated result was reported to the physician. Two hours later, a new sample was drawn from the same patient, processed on the same instrument and a lower result was obtained. Hence the physician questioned the initial result. The initial sample was then reprocessed on the same instrument and an alternate instrument and lower results were obtained. The reprocessed result obtained from the same instrument was issued on the corrected report. The lower result from the new sample was considered correct since it matched the reprocessed results obtained from the initial sample. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih patient sample result.

Manufacturer narrative:
The initial MDR 1219913-2023-00277 was filed on 31-oct-2023. Additional information - 07-dec-2023: siemens concluded the investigation for an united states (us) customer observation of an initially elevated atellica tnih result on a patient sample that repeated low/normal on the same and alternate atellica im system. Siemens reviewed sample trace files for sid (B)(6) and made recommendations due to slight air leak observed on traces. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample probe tubing sensor to pump, tubing from plunger to sensor, replaced two valves, inspected the plunger, performed air pump test and auto check. All tests passed. Quality control (qc) was in range and no other samples were affected. After this routine troubleshooting intervention, the instrument returned to normal operation. A product problem has not been identified. The customer has had no further issues and is operational.